Event description:
Pt had essure procedure done on (B)(6) 2012. At (B)(6) month f/u, hsg confirmation test, the essure insert on right side appears in a satisfactory location and fallopian tube appeared occluded. The pt's left essure insert appears in hsg image to have perforated her fallopian tube, and the essure insert is coiled up in a circular position and can clearly be seen outside of the fallopian tube in the peritoneal cavity. The left side of course shows patency (open tube) with contrast dye freely spilling into the abdominal cavity. Pt's doctor and the essure rep are recommending placing another insert into the pt's left fallopian tube. They refuse to address the insert coiled in pt's abdominal cavity stating that the devices are soft flexible, and will not cause any damage. Pt has refused this as a solution and course of action. Pt has been to a second doctor due to pelvic pressure issue that has developed and suffers daily with this symptom. Second doctor is recommending removal of uterus, fallopian tubes, and both devices. Physician also strongly advised against having another device placed. Adverse event reporter is the pt.

Event description:
Add'l info received on (B)(6) 2013 for mw5026188: I had a hysterectomy in (B)(6) 2012. The coils were both removed along with my uterus/fallopian tubes/cervix. The coil that had perforated my uterus was lodged to the top of the uterus and surrounded by thick scar tissue. The pathology report indicated "severe/chronic inflammation" of well, just about everything that was removed. I am following up because I am floored that the physician who placed these ((B)(6)) was allowed to tell me that it was safe to leave the device in that position. I'm sure she knows as does the FDA (see multiple other adverse events reports) that these devices are known to migrate to other areas of the body causing pain and damage. If you are going to allow this company and their trained doctors to continue placing these devices, and you know that they have many complications, then at the very least require them to surgically remove devices that end up in their patients in any location other than the fallopian tubes. I did file a complaint with the (B)(6) medical board and after an investigation that went on for months ((B)(6)), they dismissed the case. The investigator admitted to me that he consulted 2 physicians in the field of inquiry, and one had never even heard of essure, while the other said that they don't perform the procedure because there are just too many problems with it. This shows that the case was not taken seriously because of ignorance. How many other women are being told that it's okay to leave these devices in their bodies outside of the fallopian tubes when the FDA knows it is only a matter of time before they migrate and adhere themselves to another area of the body causing pain and permanent damage? It is time for action! Call me should you have questions or need to verify any of my information. I'm doing what I can to protect other women...what are you doing? (B)(6).